Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to the gallbladder for gallbladder cholecystitis drainage performed on an unknown date. On (B)(6) 2024, the imaging scans of the patient were checked, and it was noted that the stent migrated into a renal cyst and caused a perforation. The physician believed that the gallbladder may have been compressed due to a previously placed percutaneous drain in the patient and the renal cyst was more prominent. A cholecystectomy was performed a few days later to drain the cyst and remove the gallbladder. The patient's current condition is stable, and the patient was reportedly doing well.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f19 captures the reportable event of surgery performed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to the gallbladder for gallbladder cholecystitis drainage performed on an unknown date. On (B)(6) 2024, the imaging scans of the patient were checked, and it was noted that the stent migrated into a renal cyst and caused a perforation. The physician believed that the gallbladder may have been compressed due to a previously placed percutaneous drain in the patient and the renal cyst was more prominent. A cholecystectomy was performed a few days later to drain the cyst and remove the gallbladder. The patient's current condition is stable, and the patient was reportedly doing well. ***additional information received on april 10, 2024*** it was reported that the surgery was also performed to address the perforation.

Manufacturer narrative:
Block b5 has been updated with the additional information received on april 10, 2024. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f19 captures the reportable event of surgery performed.